Event description:
It was reported that a patient (B)(6) year old, male underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter, and suffered a cardiac arrest and cardiac tamponade which required a pericardiocentesis. The patient¿s medical history is unknown. A transseptal puncture had been performed during the procedure with a sl-1 sheath and a br-k needle. The event occurred presumably during the smart touch bidirectional catheter manipulation during the testing phase post-ablation. A pericardial effusion was noticed as the patient's blood pressure dropped from 120 to 60. The patient also displayed pulseless electrical activity (pea). There was a perforation of the left ventricle (lv) chamber by the smart touch bidirectional catheter. The pericardial effusion was confirmed by transthoracic echo. A pericardiocentesis was performed and approximately 800 ml of fluid were removed. The patient diagnosis was a paroxysmal, drug-refractory and symptomatic atrial fibrillation (af). A factor that might have contributed to this event is that the patient had a large left atrium appendage. The patient did require 2 additional days of hospitalization. The patient was reported to be in stable condition at the time the complaint was reported. The act was maintained at > 300 seconds. Settings during the event include: power control mode / 25w/irrigation flow setting 2-30ml/min.

Manufacturer narrative:
Manufacturer's ref. No:(B)(4). It was reported that a patient (B)(6), male underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter, and suffered a cardiac arrest and cardiac tamponade which required a pericardiocentesis. The patient¿s medical history is unknown. A transseptal puncture had been performed during the procedure with a sl-1 sheath and a br-k needle. The event occurred presumably during the smart touch bidirectional catheter manipulation during the testing phase post-ablation. A pericardial effusion was noticed as the patient's blood pressure dropped from 120 to 60. The patient also displayed pulseless electrical activity (pea). There was a perforation of the left ventricle (lv) chamber by the smart touch bidirectional catheter. The pericardial effusion was confirmed by transthoracic echo. A pericardiocentesis was performed and approximately 800 ml of fluid were removed. The patient diagnosis was a paroxysmal, drug-refractory and symptomatic atrial fibrillation (af). A factor that might have contributed to this event is that the patient had a large left atrium appendage. The patient did require 2 additional days of hospitalization. The patient was reported to be in stable condition at the time the complaint was reported. The act was maintained at > 300 seconds. Settings during the event include: power control mode / 25w/irrigation flow setting 2-30ml/min. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. UDI #: (B)(4). Concomitant products: 1.carto 3 system: model #: m-4800-01, serial #:(B)(4). 2.smartablate generator: model #: m-4900-07, serial #: unknown. 3.smartablate pump: model #: m-4900-08, serial #: unknown. 4.soundstar catheter: model #: unknown, lot #: unknown. 5.lasso nav catheter: model #: unknown, lot #: unknown. 6.non-bwi sl-1 sheath. 7.non-bwi br-k needle. (B)(4).